Manufacturer narrative:
Others: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 13 (male: 11, female: 2), ages: 35 years to 80 years, bmi: 20 kg/square-metre to 39 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), oblique lateral interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf) levels operated: lumbar-sacral, thoracic-lumbar-sacral. As per this clinical evaluation report, it was reported that a total of 13 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into either of the two evidence groups for analysis: degenerative disease (12 patients), failed fusion (1 patient). Post-op, fusion assessment was performed for the patients where radiographic notes with fusion assessment were available. Of all the 13 patients in this study, none of the patients had radiographic notes with fusion assessments in the degenerative disease group, 4 patients were recorded to have suffered from adverse events (ae). In this group, a total of 10 aes, of 10 different types were recorded. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": (a) events related to spine fusion surgery: adjacent segment changes (1). (B) events related to continued thoracic/lumbar pain/discomfort: back pain (1), lower back pain (1). (C) events related to general surgery: erectile dysfunction (1), falls (1), ileus (1), pulmonary inflammation (1). (D) other aes that may be related to general surgery and/or spine surgery: ileus (1), pneumonia (1), urinary tract infection (1). In the failed fusion group, no adverse event was reported. All the adverse events reported were known complications associated with spine fusion surgery, or general surgery. Overall, there were no indicators for poor performance of the sovereign system and no safety risks identified as part of this study. However, the sample size is small and was lacking full radiographic follow-up. Therefore, additional post-market clinical follow-up studies will be required to confirm these results.